Event description:
It was reported that while using a 90 degree hip guide to drill into the hip, a bit of the drill broke off and had to be pulled from the bone.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Information provided from the sales representative stated that the device was used correctly however it was noted that the representative was unsure regarding the patient bone quality. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while using a 90 degree hip guide to drill into the hip, a bit of the drill broke off and had to be pulled from the bone.